Manufacturer narrative:
Exemption number: e2015015. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. No further information was provided.